Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain and burning at the ipg site. The issue is present when therapy is on, so patient has turned therapy off. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced, resolving the issue. The patient has therapy post operatively.